Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device failed to deliver a shock to a patient. There were no reported adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were provided. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient; however, no response has been received.

Manufacturer narrative:
Physio-control received the following patient information from the customer (age at time of event) indicates: 55 years. (Gender) indicates: male. (Weight) indicates: 102 kg.(other relevant history) indicates: pmh ICD, htn, tkr, high chol. And hypothyroid.

Event description:
The customer contacted physio-control to report that their device failed to deliver a shock to a patient. There were no reported adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were provided. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient; however, no response has been received.